Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and damage. Customer's blood glucose at time of incident was 212 mg/dl. Customer stated that the pump is on full blank screen. Customer was advised to stabilize at room temperature. Customer stated the black screen did not disappear. Customer stated that she tried batteries already. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was unable to troubleshoot for damage because of display anomaly.

Manufacturer narrative:
The insulin pump was received with full segment display; the problem was isolated to the interface board also, unable to performed functional testing due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The drive support disk was inspected and no anomaly was noted.